Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used for a ureteroscopy. During the procedure, while inside the pt, "the balloon broke." Follow up revealed that the balloon burst inside the pt. The procedure was completed with a different device. There were no pt complications, and the pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.